Manufacturer narrative:
The philips field service engineer went for onsite service and tested the device - no trouble was found. It remains unknown if there was still sound coming from the device. The philips field service engineer determined that the speaker assembly is defective and needed to be replaced.

Event description:
The customer reported a speaker malfunction, it is unknown of still sound was coming from the device. The device was use at time of event, there was no adverse event reported.